Event description:
The complaint was reported as: a foreign substance was found inside of the tubing. No patient injury reported.

Manufacturer narrative:
The device was not returned for evaluation at the time of this report. Some images of catalog number 1680 were received for analysis. From these images a foreign substance was found and this confirms the complaint description. The device history record (DHR) for the reported lot number was conducted. No issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to specifications. The pictures provided for evaluation confirm the defect. The foreign substance reported by the customer is a piece of plastic from the same resin used to extrude the tube. An investigation was performed on the extrusion production line and the frequency of the die's cleaning of the extrusion machines. A corrective action was implemented to help eliminate the degraded resin that accumulates on the die end that causes the issue shown on the photo provided by the customer.